Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and found that the flex vision computer was unable to boot up. Upon troubleshooting, the fse discovered that the flex vision pc was purchased from philips and a third-party engineer struggled to boot up the pc. The customer did not follow the instructions provided in the philips manual. The customer requested the fse to install the new system, and the fse installed the system and software, booted up the system, and provided knowledge about the philips user manual. The fse performed the functional tests. The system was performing as intended. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot up, stalling at start up screen. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.